Event description:
Literature was reviewed regarding ¿differences in in-hospital and follow-up outcomes between non-a non-b aortic dissection and type b aortic dissection treated by endovascular based treatment¿. The time frame of this study was over four years. 96 patients were included in the study. The stent graft was generally oversized by about 10%. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant stent grafts. Among patient population the following malfunctions included: type ia endoleak

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿.differences in in-hospital and follow-up outcomes between non-a non-b aortic dissection and type b aortic dissection treated by endovascular based treatment. Li g, li j, deng h, wei x, li n vascular and endo vascular surgery. 2024 aug;58(6):602-610.  Doi: 10.1177/15385744241249293. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.